Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found containing foreign matter after use. No patient impact was reported. The following has been provided by the initial reporter: unidentified substance found in the serious part after centrifugation.

Manufacturer narrative:
H.6. Investigation summary: bd received 2 photos have been attached by the customer in support of this complaint. Evaluation of photos showed that there was white fm inside the tube. 100 retained samples were visually inspected, and no fm was found. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the photos provided. Bd was not able to identify the exact root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.